Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 2000009881. Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 17203657.

Event description:
It was reported that the patients leads migrated that caused discomfort. The patient underwent a lead explant procedure. The explanted leads were not returned.